Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/27/2015 and found a leak from the probe during startup. The fse replaced the dirty dual diluent filters, which resolved the leak. According to the fse, the customer has their filters replaced per the maintenance schedule in product literature by a third party; this issue is likely a premature failure of the filters. The fse confirmed that the hgb values were trending low on all three levels of controls. He cleaned the hgb cuvette with a soft swab. The fse also inspected the hgb output and adjusted the output to 3740 and the gain to 156; however the hgb controls were still trending low. He adjusted the hgb calibration factor to reflect the median hgb target on controls which resolved the hgb control issues and advised the customer that the lyse tubing needed to be replaced as a preventative measure. The instrument ran without leaks or control issues and all repairs were verified per established service procedure. (B)(4).

Event description:
The customer reported a yellow fluid leak of unspecified volume (several drops) from the probe of a coulter ac.t diff analyzer. The leak was not contained within the instrument. The customer was performing startup when the leak was observed. The customer stated that hemoglobin (hgb) was low on the high control at the time of the event. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.